Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle will not hold in a ratchet position to enable turning of reamer. August 25, 2017 - evaluation of the returned instrument found the attachment components broke off the handle. Tiny screw and spring components were found that broke from the attachment component.